Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure device location of device"), abdominal pain lower ("severe upper and lower abdominal pain and cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "first attempt to remove coils was unsuccessful" on (B)(6) 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("severe menstrual pain") and dyspareunia ("dyspareunia"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia"). On 9(B)(6) 2007, 2 months 7 days after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2007, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced pelvic pain ("pain"). In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain upper ("severe upper abdominal pain"), breast disorder female ("changes in breast size"), cyst ("cyst"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopy/failed attempt; bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomyto remove the essure device on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain lower, genital haemorrhage, abdominal pain, abdominal pain upper, dysmenorrhoea, menorrhagia, procedural pain, vaginal haemorrhage, breast disorder female, cyst, fatigue, alopecia, nausea, dyspareunia, pelvic pain, vaginal discharge, hormone level abnormal and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, breast disorder female, cyst, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptotns. Since having the surgery, plaintiff's symptoms are mostly resolved. (B)(6) 2007- attempted to remove left coils. First attempt to remove coils was unsuccessful diagnostic results: (B)(6) 2007;(B)(6) 2008;(B)(6) 2009-pelvic/abdominal x-rays; ultrasound; ultrasound result: both test indicated essure noted in place concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic pain. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received. Events apareunia,& hormonal imbalance and first attempt to remove coils was unsuccessful were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe upper and lower abdominal pain and cramping") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain upper ("severe upper abdominal pain"), dysmenorrhoea ("severe menstrual pain") and menorrhagia ("severe menstrual bleeding"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy remove the essure device on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. On (B)(6) 2009, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower, abdominal pain, abdominal pain upper, dysmenorrhoea, menorrhagia and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, menorrhagia and procedural pain to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgery, plaintiff's symptoms are mostly resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure device location of device"), abdominal pain lower ("severe upper and lower abdominal pain and cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (ess205) (batch no. 621669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "first attempt to remove coils was unsuccessful" on (B)(6)2007. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("severe menstrual pain") and dyspareunia ("dyspareunia"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6)2007, 2 months 7 days after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2007, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2008, the patient experienced pelvic pain ("pain"). In august 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient experienced procedural pain ("painful post-operative recovery"). On(B)(6)2010, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain upper ("severe upper abdominal pain"), breast disorder female ("changes in breast size"), cyst ("cyst"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysteroscopy/failed attempt; bilateral salpingectomy), surgery (hysteroscopy/failed attempt; bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomyto remove the essure device on (B)(6)2009). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain lower, genital haemorrhage, abdominal pain, abdominal pain upper, dysmenorrhoea, menorrhagia, procedural pain, vaginal haemorrhage, breast disorder female, cyst, fatigue, alopecia, nausea, dyspareunia, pelvic pain, vaginal discharge, hormone level abnormal and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, breast disorder female, cyst, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptotns. Since having the surgery, plaintiff's symptoms are mostly resolved. (B)(6)2007- attempted to remove left coils. First attempt to remove coils was unsuccessful diagnostic results: (B)(6)2007;(B)(6)2008;(B)(6)2009-pelvic/abdominal x-rays; ultrasound; ultrasound result: both test indicated essure noted in place concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device dislocation ("migration of essure device location of device"), abdominal pain lower ("severe upper and lower abdominal pain and cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (ess205) (batch no. 621669) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 2 months 7 days after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2007, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain upper ("severe upper abdominal pain"), dysmenorrhoea ("severe menstrual pain"), breast disorder female ("changes in breast size"), cyst ("cyst"), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with hysteroscopy and ; bilateral salpingectomy to remove the essure device on (B)(6) 2009. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain lower, genital haemorrhage, abdominal pain, abdominal pain upper, dysmenorrhoea, menorrhagia, procedural pain, vaginal haemorrhage, breast disorder female, cyst, fatigue, alopecia, nausea, dyspareunia, pelvic pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, breast disorder female, cyst, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptotns. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results: (B)(6) 2007; (B)(6) 2008; (B)(6) 2009 elvic/abdominal x-rays; ultrasound; ultrasound result: both test indicated essure noted in place. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events vaginal discharge, pelvic pain, dyspareunia, nausea, alopecia, fatigue, cyst, breast disorder, vaginal haemorrhage, fallopian tube perforation and device dislocation were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.